Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. The rep received a call from a nurse who had just reported an out of regulation (oor) message on the patient programmer (pp), and the nurse did not know how to troubleshoot it. Patient was trying to change their settings at that time due to some symptoms/side effects. It was noted that patient had recent change in medications- (sinemet cr to regular sinemet in (B)(6) then again a week ago from monday) as patient explained yesterday. Also patient stopped their mirapex all of a sudden complained of fatigue, right body tightness and also dyskinesia feeling, pain when sleeping on shoulder and leg/foot. Patient mentioned when medication peaking possibly felt worse. Therapy and electrode impedances ran and no problems found. The rep also tried in group c (had changed from d group yesterday to c group), and ran impedances on both but did not get any messages of oor, nor any issues with impedances. The rep could also not replicate oor on the pp. Patient stated that they got the oor message while trying to change/lower their settings further stating that patient did push the buttons a lot quickly and was wondering if that was a possible cause of the oor. The patient was educated on pp use, new batteries, and how to lower. Patient lowered settings with the doctor and felt relief. The doctor had made programming changes recently and in previous appointments as well as medication changes. Doctor advised patient to change sinemetfrom 1.5 tabs/3x day to 1 tab 4x's a day. The doctor would check on the patient today and possibly add rytary. The doctor concluded more had to do with monitoring patient and managing their medications since the device seemed to work fine, no "impendance" issues and "not" oor repeat. The issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported the patient woke up today and felt poorly, like their right side was cramping and they couldn't walk or move and could barely speak. No further complications were reported.